Event description:
The customer reported that this insulin pump delivered 20.0 units of insulin in the middle of the night without his intervention. The customer stated that the buttons are not damaged, but there are scratches on the case. The caller requested the device be replaced. Advised the customer to call back for further assistance if needed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.